Event description:
It was reported to philips that the down arrow on the display was torn and exposing the electronics. There was no reported patient or user involvement and no adverse patient/user impact.